Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to shorted t2. Biomed getting calibration error 81. Per additional information received, t2 short, failed tank harness. They will replace the tank harness in house. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 81 (water check time out: difference between water temperature and reference temperature is greater than 2 °c). Per review of wo, t2 short, failed tank harness. They will replace the tank harness in house. Per additional information updated from ttm on 04jun2025, biomed getting calibration error 81.